Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered a day after experiencing issues with their pd treatment. The cycler was reportedly displaying drain complication alarms. The alarms persisted and the patient ended up shutting off the cycler. Upon follow up, the patient stated they did not complete their treatment that evening. The following day, when the cycler door was opened to remove the cassette, the patient saw fluid leak out of the cycler. At this point, the patient contacted ts for further assistance. After informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. No visible damage was identified on the cassette that was removed from the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient informed their pd nurse of the fluid leak and subsequent cycler replacement. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. The patient confirmed that their replacement cycler had arrived. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as it was reportedly discarded.